Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been estimated. Author information: rojas, s. Et al (2022). Bacteriophage-enriched galenic for intrapericardial ventricular assist device infection. Antibiotics, 11(5), 602. Https://doi.org/10.3390/antibiotics11050602. Clinic for thoracic and cardiovascular surgery, heart and diabetes centre north rhine westphalia, university hospital, ruhr-university bochum, 32545 bad oeynhausen, germany. G. Pohl-boskamp gmbh & co. Kg, 25551 hohenlockstedt, germany. Department for general, visceral, vascular and transplantation surgery, rostock university medical center, 18057 rostock, germany. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "bacteriophage-enriched galenic for intrapericardial ventricular assist device infection" that heartmate 3 (hm3) may be associated with infection. This case study involved a 51-year-old male patient with dilative cardiomyopathy received a hm3 implant as well as a patent foramen ovale closure. The patient was a bridge-to-candidacy since they did not fulfill all the criteria for bridge-to-transplant. The patient was admitted with signs of systemic infection. A positron emission tomography-computerized tomography (pet-CT) scan revealed fluid accumulation that encircled the outflow graft prosthesis and intrathoracic driveline. The patient underwent surgical revision; a sternotomy was performed with local debridement and jet lavage. Intraoperative swabs confirmed a staphylococcus aureus infection. Following this, the patient underwent negative pressure wound therapy (npwt) for 19 days with instillation using the v.a.c. Veraflo system. Due to the severity of infection, local bacteriophage application was performed within the wound closure. In order to concentrate phage therapy at the infection site, phages were applied using a novel semi-fluid galenic. The patient was discharged after wound closure. A subsequent pet-CT scan three months after discharge showed a significant decrease in the patient¿s infection.